Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed, causing medication delays during surgery. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was misaligned. Knowledge article 000015204 fstka-srm/rm misaligned was followed to readjust the remote manager. Device was monitored and confirmed operational. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-aug-2021 to 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. The field service engineer replaced the remote manager latch and wiring harness to resolve the issue. The work order (B)(4) has been cancelled, as indicated by a note stating it was a duplicate. The resolution for this case has been completed under work order (B)(4). The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager failed, causing medication delays during surgery. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.